Event description:
During an in clinic follow up, the remaining longevity of the device was noted as 2 years, which was less then anticipated as the device was implanted in (B)(6) 2024. Premature battery depletion was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing confirmed high current drain from the hybrid. The cause of the high current was found to be a hybrid anomaly.